Event description:
It was reported that during preventive maintenance, the compressor went intermittently into standby. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During preventive maintenance, our field service engineer noticed that the compressor was going into standby intermittently. He replaced the standby valve and performed successful functional tests before the compressor unit was returned to service. The exchanged standby valve was returned for investigation. There was no patient involvement. An inspection of the returned standby valve did not show any anomalies. The returned standby valve was installed in a reference compressor. The compressor produced compressed air when wall air was disconnected and went to standby when wall air was connected. During 5 days of simulated use test ventilation, the compressor fed the connected ventilator with compressed air without issues. No malfunction was found with the returned standby valve. The conclusion in this matter is that the reported issue with a standby valve going into standby intermittently could not be confirmed during laboratory tests. The cause of the reported issue could not be determined.

Event description:
Manufacturer's ref #: (B)(4).